Event description:
It was reported to nova biomedical that the consumer received a result of 67 mg/dl on their blood glucose meter. The consumer believed they were lower than what the reading was, and called for medical intervention. When the paramedics arrived they tested the consumer on their blood glucose getting a result of 27 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for eval because the consumer complete the vial.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.